Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of pain, anxiety-product/procedure, seroma-late and erythema was reviewed on jun 09, 2020. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported left side discomfort. Ultrasound noted redness and small triangular fluid collection between the envelope and capsule inferiorly. Concerned about the product. The device has been explanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient's relative reported left side discomfort and rupture. Concerned about the product. The device remains implanted. Ultrasound findings later determined fluid collection, redness, and swelling but the device was intact.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.4, d.6, d.7, g.1, h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.